Manufacturer narrative:
Gbo complaint (B)(4). No samples (actual or unused) were received. A customer picture was provided, but no batch#, clarification or further information was received from the customer. The complaint was forwarded to our affiliated headquarter for information. Due to insufficient information, the complaint could not be determined.

Event description:
Customer advised they had an incident when the safety shield of the holder was activated the needle bent out of the shield. Customer advised the employee stated she followed the advice of the greiner product specialist when activating the device. No needle stick injury or exposure occurred.